Event description:
Approximately 18 months post index procedure, the patient had 4 resolute integrity drug-eluting stents implanted, 1 in the lad, 1 in the rca and 2 in the left main to lad to treat an mi. Patient recovered. Approximately 4 months post implant of stents, the patient had an mi which was treated with implant of a resolute integrity stent in the lad. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.